Event description:
The user facility reported that an employee obtained an injury to their foot while unloading their atlas transfer carriage from their amsco 400 sterilizer. No medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the loading car and transfer carriage and found that one of the adjustable shelves to the loading car was damaged. While onsite, the technician learned that the employee pushed the transfer carriage into the sterilizer without ensuring that the adjustable shelf was properly secured to the loading car. As a result, when the employee removed the transfer carriage from the sterilizer, the loading car was not properly aligned inside of the sterilizers chamber. The employee manually attempted to adjust the shelf causing it to fall to the floor and the reported event to occur. The transfer carriage was installed in 2015 and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The technician made the necessary repairs to the loading car, tested the units, confirmed them to be operating according to specification, and returned them to service. The technician counseled user facility personnel on the proper use and operation of the atlas transfer carriage, specifically ensuring the shelves to the loading car are properly secured prior to use of the transfer carriage. No additional issues have been reported.